Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed battery test as well as blank display. Customer's blood glucose value was 219 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The product will return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.